Event description:
New information received notes that prior to the lead revision, high capture thresholds and decreasing sensing were observed on the right ventricular lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was dislodged. The lead was successfully repositioned and remains implanted. The patient was in stable condition upon discharge.